Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 014apr2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Three incidents involving the tego¿ connector were reported in which there was no flow, air in line, and, during disconnection, leakage. It was reported that the tego¿ connector had a venous pressure close to 500 mmhg, indicating no return flow through the catheter branch, which caused venous chamber collapse and the circuit to fill with air. This occurred during dialysis, and it was impossible to continue treatment while the patient remained connected without changing the tego connector. The issue occurred on 21 april 2026 and on two additional days during the prior week. Across these incidents, three staff members were splashed with blood while attempting to change the tego connector due to the elevated venous pressure. Although the events occurred during patient use, no patient harm was reported. This report reflects the second of three similar incidents for unspecified date.